Manufacturer narrative:
.

Event description:
Customer states that his insulin pump battery case fell and broke causing it to not be able to go back on insulin pump. Customer had to resort to using manual injection. Customer was advised that he did not have to return insulin pump since he received it via private insurance but he can do so for proper disposal. No blood glucose level was reported. No further information was provided.